Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2020 by the bone joint open, titled ¿better functional results of opening wedge hto for varus knees with medial osteoarthritis than opening wedge lfo for valgus knees with lateral osteoarthritis". The study reviewed twenty-four (24) patients who underwent opening wedge femoral osteotomy, puddu plate, to address low femoral osteotomy. During the six-month, one (1), two (2), five (5) and ten (10) year follow-ups, two (2) patients experienced hinge fractures. Source: ekeland a, nerhus tk, dimmen s, heir s. Better functional results of opening wedge hto for varus knees with medial osteoarthritis than opening wedge lfo for valgus knees with lateral osteoarthritis. Bone jt open. Jul 2020;1(7):346-354. Doi:10.1302/2633-1462.17.bjo-2020-0081.r1.